Manufacturer narrative:
The case was assessed based on the provided information. It was not clearly reported to which extend the outcome was related to the observed obstruction of the filter. Provided it was, it could have been avoided by following the twinstar instructions for use which contain the following warning: ¿warning: regularly check the inside of the medical device for liquids or visible soiling (secretion). If liquids or visible soiling are found, replace the medical device immediately. If this is not done, there is a risk of pressure build-up and insufficient patient ventilation.¿ the given information does not indicate a device failure. The obstruction due to condensate was the result of a user error.

Event description:
It was reported that a dräger twinstar filter was used on a patient who was critically ill. After four hours the user observed a huge amount of condensation inside the filter which caused an obstruction. The patient reportedly suffered from a cardiopulmonary arrest and passed away.